Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a simplygo device stopped operating with a system error message displayed. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a simplygo device stopped operating with a system error message displayed. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center. At the time of operation check-ups, the reported phenomenon was duplicated. It was caused by a decline in the performance of a sieve canister related to oxygen supply. Therefore, the sieve canister kit was replaced. The inlet filter and tube were observed to have deformed. Therefore, the inlet filter kit and tubing kit were replaced. With a sleep mode set to 2.0, a flow volume was lower than the prescribed value. Therefore, the main board was replaced. An lcd failure was observed; the front enclosure was replaced. Each part check-up, cleaning, and overall check-ups were performed. Proper operation was ensured through these check-ups. Based on the information available at this time of investigation, it has been determined that the allegations were against a device that is not part of the recall. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.